Event description:
Information received indicates the right head siderail wouldn't latch.

Manufacturer narrative:
The technician found that the siderail center arm assembly was broken. He replaced the latching arm to repair the bed.